Manufacturer narrative:
The device has not been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Surgeon's were using the supersect electrode on a case on (B) (6) 2009. The end of the device came off in the pt. Initially, they thought that the loop had just burnt out and that any debris would be passed naturally. However, it didn't. They tried to remove it, but couldn't. The pt had to be readmitted to have the remains of the loop removed under general anesthesia. The customer does not have the details of the lot number, or the packaging or the rest of the electrode. Fortunately, other than the pt having to have a second procedure performed, there was no pt harm.